Manufacturer narrative:
The sample remains implanted in the patient and is therefore not available for evaluation. However, an intra-operative photo was provided and has been reviewed. It appears by looking at the photo that there may have been some portion of the hydrogel that did not get fully hydrated. The photo shows what appears to be hydrogel from one side of the patch sticking to the hydrogel on the opposite side causing the separation. However, a definitive determination cannot be made from the photo evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions for use, supplied with the device state, ventralight ¿ st mesh should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. If sutures are being placed, attach the sutures to the ventralight ¿ st mesh before hydration. The prosthesis must be rolled immediately after hydration about its long axis (lengthwise) with the bioresorbable coating inside to protect the bioresorbable coating. A minimum sized trocar is recommended for the laparoscopic delivery of ventralight ¿ st mesh. Insert the prosthesis through the trocar using a rigid instrument, such as non-serrated, 5 mm forceps; do not over force the prosthesis through trocar. If ventralight ¿ st mesh is hydrated longer than 3 seconds and/or does not easily deploy down the trocar, replace trocar and retry with the next available larger sized trocar. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 01/17/2017. Inherently, if a dry area of the hydrogel should come in contact with a hydrated area; the dry area will pull moisture from the hydrated area causing the two sides to stick together. An attempt to separate the two sides could result in the hydrogel peeling off of one side of the mesh and sticking to the other side. Based on the information provided and not having the sample for evaluation no definitive conclusion can be made. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2017 a laparoscopic ipom was performed using a bard ventralight st hernia patch. As reported the patch was hydrated and then rolled with the hydrogel coating on the inside per the instructions for use. The mesh was then inserted into an 11mm trocar with standard graspers. It was noted that the hydrogel coating was coming off the patch. The surgeon left the patch implanted and covered the affected area with a small bard ventralight st hernia patch. A non bard mechanical fixation device was used to fixate the mesh. There was no patient injury. As reported the hydrogel coating was compromised.